Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass infection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the reporter/health care professional contacted lifescan alleging that two one touch surestep pro meters were giving "error 2" messages. One day earlier, a pt in the ICU was tested with one of the two reported meters. According to the reporter, the pt obtained an elevated meter result. The reporter did not know what specific result was obtained, but she believes it was less than "200 mg/dl." The pt was then treated with an unidentified type and dose of insulin. An unknown time later, the reporter claimed that the pt suffered a hypoglycemic episode and required an "amp of glucose." At that point, the nurses in the ICU began to question the meter's accuracy. The nurses performed qc on both reported meters and in each case, they reportedly encountered the "error 2" messages. During the follow-up call with the medical affairs specialist (mas), the reporter stated that the "error 2" message occurred after the reported event. She stated that the nurses felt as though the meter read inaccurately high and as a result, the pt was given too much insulin. No further clinical info was provided. It would have been helpful to know the following info: what result was obtained from the pt that was alleged to have been inaccurately high, if the pt had any symptoms of high blood glucose symptoms at the time, what time the result was obtained, what type/dose of insulin was given, and what time the pt was given the insulin. In addition, it would have been helpful to know what readings the pt got when the pt received the glucose treatment, if the pt had any symptoms at the time, when the symptoms developed, how often qc is performed on the reported meters, what the pt's hct was, what health conditions the pt had, why the pt was hospitalized, and which meter was involved with the reported event with the pt. According to the reporter, the nurses were using a correct technique for testing with the reported meter. The test strips were described as being in good condition. The "error 2" issues were not resolved with troubleshooting. The meters were replaced. This complaint is being reported due to the following conclusion: the nurses alleged that a pt suffered a hypoglycemic episode after an inaccurate high reading was obtained on the reported meter and the pt was given insulin. The pt was given glucose treatment.